Event description:
It was reported by the clinical support specialist (css) that there were frequent helium loss alarms and high-pressure alarms. The alarms did decrease in frequency with iab volume decrease. There was no blood observed in the helium driveline tubing. As a result, the iab was removed, and therapy was discontinued. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that there were frequent helium loss alarms and high-pressure alarms. The alarms did decrease in frequency with iab volume decrease. There was no blood observed in the helium driveline tubing. As a result, the iab was removed, and therapy was discontinued. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
Qn# (B)(4). The product was not returned for investigation. The reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.